Event description:
It was reported noise was observed on a lead pace/sense vector. Egm strips revealed what looks to be nonphysiologic signal deflections. The patient will be monitored with routine follow-up. There have been no issues reported since the event. No further information is available.

Manufacturer narrative:
(B)(4).